Event description:
The customer has reported that the vacuum pressure is not consistent. The doctors have requested an evaluation. There have been no patient consequences. One device to be returned.

Manufacturer narrative:
Vso replaced and interface board and black cable replaced. Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require this vso, interface board and black cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.